Event description:
It was reported that prior to use foreign matter was discovered on cannula with a bd vacutainer® flashback blood collection needle. The following information was provided by the initial reporter, translated from chinese to english: before use, the customer found 1ea fbn has fm on IV cannula.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for foreign matter on the cannula with the incident lot was observed. Further testing was conducted and the foreign matter was identified to be consistent with polystyrene material. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered on cannula with a bd vacutainer® flashback blood collection needle. The following information was provided by the initial reporter, translated from (B)(6) to english: before use, the customer found 1ea fbn has fm on IV cannula.